Event description:
A customer's husband reported that they obtained imprecise sequential readings on their precision xtra meter. The customer obtained readings of 2.5mmol/l, 13.8 mmol/l and 1.5mmol/l within a 10 minute timeframe. When plotted on a parkes error grid the results fell in the 'c' zone showing the difference in values are considered clinically significant. In addition, the customer experienced symptoms of hypoglycemia and paramedics were called. Paramedics treated customer with "hypo stop" and she self-treated with food to help alleviate her symptoms. There was no report of death, serious injury or mistreatment associated with this case.

Manufacturer narrative:
The product has been requested for investigation and a f/u report will be submitted once results are available.